Event description:
During resmed evaluation, an astral device had a defective screen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The top case was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing revealed touchscreen issues at start up, however, the touchscreen was functional. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device had a defective screen. There was no patient harm or serious injury reported as a result of this incident.